Event description:
It was reported that (5) 511s were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during exchange of various devices, gaskets on 511s tore and resulting in constant pneumo loss. It is unknown how the case was completed. There was no consequence to pt.